Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer received a no delivery alarm. The user stated the no delivery alarm has occurred for the last four days. Customer reports changing the infusion set, but it did not resolve the issue. Customer also reports resistance when manually pushing insulin from the reservoir. Blood glucose level at the time of the incident was 270 mg/dl. No harm requiring medical intervention was reported. The pump will not be returned for analysis.